Event description:
While attempting to suture a fistula an overtube was being used but the balloon in the inner channel did no inflate and burst while trying seal the channel so patient fluid and air in the esophagus would not escape. Discarded the damaged device and replaced with a new device.